Event description:
It was reported, the patient experienced overdose-type symptoms on 2014 (B)(6) and needed to be admitted to the intensive care unit (ICU). The patient¿s dose was reduced from 571.8 to 432 and the patient was back to baseline after a few days. It was noted, the patient had another similar episode on 2015 (B)(6) and was admitted to the emergency room (ER) and was obtunded, flaccid, and sedated. The patient¿s dose had not been changed and he was better on the date of this report, but still lethargic. A myelogram was performed on 2014 (B)(6) and they did not find any issues with the catheter. The reporter was wondering about the pump potentially overinfusing; however, the expected and residual volumes matched. It was further reported, the dose had escalated over a number of months from 200 mcg/day to 517.8 mcg/day before it was reduced. It was noted they may reduce the concentration to see if the patient did better with a higher flow rate. The pump was being used to deliver gablofen. The cause of the event, what the event was attributed to, other actions taken toresolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8590-1, lot# n336177, implanted: 2014 (B)(6); product type accessory product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).